Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, the device remains implanted and in service and the patient was discharged to home. No adverse patient effects were reported. A memory download was performed and sent to boston scientific technical services (ts) for evaluation. Boston scientific engineers reviewed the data and discussed that the code 1003 was displayed due to excessive power consumption related to magnet use. The device was initially programmed so that tachycardia therapy was off in the beginning of (B)(6) 2013. A magnet was applied 6 days after deactivation for 43 hours and then was removed. During magnet application, the device emitted a continuous tone. Due to this length of magnet exposure and continuous tone emission, the device did record a code 1003 due to excessive power consumption. The device was then reactivated in (B)(6) 2013. During the follow-up on year later, the device software was updated automatically during interrogation with the programmer. The updated software is designed to display the battery status for any device that recorded a code 1003; hence, the reason why the code was noted during the last patient follow up. The engineer also discussed that the device appears to be functioning properly at this time. The battery voltage recovered normally after magnet removal back in 2013, and the both battery longevity and status of the device is accurate. This information was communicated to the field representative to then communicate to the physician.

Manufacturer narrative:
(B)(4). Once any additional information becomes available, this report will be updated.